Event description:
It was reported that a device was used during an unknown procedure. The device fired without incidence and pt was discharged. In 2002, the pt was re-admitted to the hosp with a bowel perforation at the anastomotic site. It is unknown how this event occurred. The pt was re-opened and the surgeon performed a full thickness bowel anastomosis on the anastomotic site.